Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Relevant medical history: insides burned with laser surgeries; in private areas their insides were black, testicular tumors] the patient reported they had been having seizures for a year and a half. They stated they did not have seizures prior to implant. About 4 months prior the seizures got worse because of the zapping, it was then noted they were zapped by the stimulator, it was not working properly. When they got zapped it felt like it was burning really bad and then they started to faint and went into a seizure. They said even if they turned stimulation down or off they still got zapped and had seizures. They said every 3rd day their stimulator was causing them to have double episodes of leakage. They then had to take more medication. The doctor said there was not more they could do for the patient. It was noted the patient hadn't seen their doctor in 7-8 months. They said they hurt so bad, they were ready to find a doctor to have the stimulator removed. The patient was asked if anything occurred around the time their seizures got worse and they said that one time with the seizure they collapsed and fell. The possibility of lead migration due to the fall was reviewed, it was noted the patient had not gotten any imaging done.